Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+1.5/118 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Corrected data: device evaluation: there was "no residue on lens surface" in the supplemental MDR#1 claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. There was residue on lens. (B)(4).